Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). One package was returned for analysis. Package appeared to have with no serious damage, stains or foreign matter. The blister was warped and there were small scrapes on the bottom of the outside of the blister. Package had visible open seal down one side of the package with no evident adhesive seal transfer visible on most of the blister flange. Package was viewed using ultra violet light (black light). The other long side of the package had irregular and narrow seal. The regions around the package seal were analyzed using an ftir spectrometer. The ftir can identify organic compounds by passing an ir beam into the sample and measuring the wavelength of the light that is absorbed by the material. By comparing the spectra, a comparison can be made based upon the relative absorbance and reflectance across wavelengths, corresponding to various functional organic groups and bonds at known frequencies. The ftir spectra for the delaminated areas show very little to no difference between the base materials (tyvek, (B)(4)) and the areas in question. There are extremely slight differences in the delaminated areas which possibly could be indicative of an (B)(4), however this might be variation in the base materials themselves and/or the adhesive. There does not appear to be any solvent or contamination beyond this, however any volatile material could have dissipated by the time of analysis. Batch history records were reviewed and no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during an unknown procedure, the product was stored in adequate conditions; however, the sealing area of the primary package began to unstick and consequently contaminating the product. Another like device was used to complete the procedure. There were no adverse consequences for the patient.